Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was unable to complete incoming testing. The monitor's electrode belt connector was unplugged causing the faults. Additionally, the front response button was torn and cut making it difficult to activate. The root cause for the damaged connector was excessive force. The root cause for the damaged response button could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.